Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient had severe pain in the left leg from the knee down to the toes after a revision procedure. It was also noted that the patient was experiencing weakness in the arms and legs that was hard to control. The patient was admitted to the hospital for pain control and was diagnosed with a bruised spinal cord from the intensity of pushing and pulling to get the leads in place.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm.

Event description:
A report was received that the patient had severe pain in the left leg from the knee down to the toes after a revision procedure. It was also noted that the patient was experiencing weakness in the arms and legs that was hard to control. The patient was admitted to the hospital for pain control and was diagnosed with a bruised spinal cord from the intensity of pushing and pulling to get the leads in place.

Manufacturer narrative:
Additional information was received that the patient had tenderness and pain in the left lower buttock. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had severe pain in the left leg from the knee down to the toes after a revision procedure. It was also noted that the patient was experiencing weakness in the arms and legs that was hard to control. The patient was admitted to the hospital for pain control and was diagnosed with a bruised spinal cord from the intensity of pushing and pulling to get the leads in place.

Manufacturer narrative:
Additional information was received that the patient wanted the device out as it was not helping for pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had severe pain in the left leg from the knee down to the toes after a revision procedure. It was also noted that the patient was experiencing weakness in the arms and legs that was hard to control. The patient was admitted to the hospital for pain control and was diagnosed with a bruised spinal cord from the intensity of pushing and pulling to get the leads in place.

Manufacturer narrative:
Additional information was received that the patient wanted the device out as it was not helping for pain relief. The physician assessed the weakness in the arms and legs and tenderness and pain the patient was experiencing was due to the prior revision procedure. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had severe pain in the left leg from the knee down to the toes after a revision procedure (MFR report #3006630150-2016-00318). It was also noted that the patient was experiencing weakness in the arms and legs that was hard to control. The patient was admitted to the hospital for pain control and was diagnosed with a bruised spinal cord from the intensity of pushing and pulling to get the leads in place.